Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were meter 118 and lab 158 mg/dl. Tests were done 30 minutes apart with a difference of 25%. Patient did not experience any adverse events. Meter in range with control per patient when they checked it in 2002. Meter replaced with another surestep. No further information has been reported.